Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "replace sensor" alert was received with no prior alerts. No product was provided for investigation. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation. However, a sensor failure after warm-up was observed due to progressive sensor decline.